Manufacturer narrative:
The ge service rep replaced the ps3 power supply. System performed as intended.

Event description:
The customer reported that the vertical column was stuck in upper position. No patient injury was reported.